Event description:
It was reported that the customer passed away due to a heart attack and contributing factor of diabetes. It was stated that the customer was not wearing the insulin pump at time of death. The daughter stated that she does not have the insulin pump. She also stated that she has not seen her dad wearing the insulin pump in years. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.